Manufacturer narrative:
Evaluation summary - the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, the device migrated. The patient complained of a pressure sensation, the doctor re-started medications. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of migration and pressure sensation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. It is possible that the device was dislodged through some patient action, or that the cyclodialysis cleft in which the device was implanted was larger than optimum, allowing for device movement. There is no mention of system failure. A possible root cause is that postoperative device malposition/dislodgement is an established risk associated with use of the system that is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).